Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the ins was not helping with the patient's chronic pain. It was unknown when the patient noticed a lack of therapeutic effect. The patient had a trial of a competitor's device, which worked better for them, so the ins was explanted and replaced with the competitor's device on (B)(6) 2018. The patient's lack of therapeutic effect was resolved after the replacement surgery. No further complications were reported or anticipated.